Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA 483 issued 04/16/2014. Device (s) listed in this report is (are) used for treatment, not diagnosis. Any add'l info received regarding this event after filing this report shall be filed on a supplemental MDR. Analysis is taken from a trending report of evaluations or adverse events finalized 05/2011. The data presented is from three different product applications. The report states that there are no significant trends.

Event description:
Customer reports circumferential redness under the hydrocolloid tape collar of her skin barrier. She first noted this red rash like area approximately 2 months ago. She does experience itching from the area. She usually changes every 3-4 days. She uses soap to cleanse her peristomal skin. She usually uses a skin product which she discontinued using approximately 1 week ago but there has been no change in the redness or itching. Pt outcome was not reported.